Event description:
It was reported that tandem mobi pump issued cartridge alarm during cartridge loading process despite customer following mobile app prompts. There was no adverse impact to the customer's blood glucose level. Technical support confirmed alarm type, instructed customer to remove cartridge and deliver 9-unit bolus which completed successfully, then assisted customer in loading new cartridge using proper technique until cartridge was successfully loaded, insulin therapy was resumed, and issue was resolved.